Event description:
It was reported that the bd luer-lok had visible droplets. The following information was provided by the initial reporter: we have lately found that 1ml bd syringes have lubricant coming of the plunger and quite a few batches had to be rejected due to this. These are the lot numbers 3339207, 3299394 & 3321004 that we found this issue. I have attached a pic for your reference.

Manufacturer narrative:
D.4. Other lot numbers include 3339207 and 3299394 and other expiration date includes 2028-09-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date includes 2023-11-07.

Manufacturer narrative:
It was reported syringes have lubricant coming off the plunger. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo of a 1ml luer lok syringe was received and evaluated by our quality team. The photo shows two loose syringes with an unknown red cap attached and filled with an unknown clear fluid. There is silicone behind the stopper in the non-fluid path. The condition observed is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 309628, lots 3299394, 3321004, and 3339207. The review revealed all visual inspection were performed per requirements and there was no quality notifications related to the defect reported. Lots 3299394, 3321004, and 3339207 were inspected and accepted based on meeting our inspection control plan, approved for shipment, and are considered in compliance with our product specification requirements. To date, there have been no other similar events reported for these lots. No further action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.